Manufacturer narrative:
This was a 12 year old unit that was returned and the 5 year maintenance was performed. It met all specifications after the maintenance was completed.

Event description:
While testing, tidal volume low on all settings. Customer responded: a) date of description 10/10/2022 - actually happened 9/16/2022. B) description of incident: vent was alarming high awp when it was only reading 18-20 cmh2o when I checked it the vt were reading well below set values. C) found to prior to use? (Y/n) no. D) found during use? (Y/n) yes. E) was a patient involved? (Y/n) yes. F) if yes, are there any adverse effects to the patient? (Y/n) no. G) found after use? (Y/n) no".